Event description:
The complaint states that "signal loss" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.ait was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).